Event description:
It was reported that an affinity birthing bed¿s stow & go bar/spring came out of the groove, causing the function to jam, when the customer attempted to stow the foot end of the device to perform an urgent induction of labor with instrumental birth for fetal distress. This device mechanical failure resulted in 5-minute delay in treatment for transfer of the patient, who had an epidural block, to another birthing bed. The customer confirmed there was no patient or baby injury from the event, and the care teams quick action provided an alternative to proceed with emergency treatment. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that an affinity birthing bed¿s stow & go bar/spring came out of the groove, causing the function to jam, when the customer attempted to stow the foot end of the device to perform an urgent induction of labor with instrumental birth for fetal distress. Follow up with the customer confirmed, the foot mattress had been removed before trying to stow the foot end. The foot end could not be moved and there was no way to conduct the instrumental birth without stowing it. Therefore, there was no option other than to quickly swap the beds over, which was a far from ideal situation. This device mechanical failure resulted in 5-minute delay in treatment for transfer of the patient, who had an epidural block, to another birthing bed. The customer confirmed there was no patient or baby injury from the event, and the care teams quick action provided an alternative to proceed with emergency treatment. Additionally, the customer notes, I would like to add that I was the case midwife and have attended in service by hilrom and instructed our team how to use this bed. The mattress was removed, and then gentle uplift attempted in order to roll the lower foot end of the bed to stow under the bed. No force was used, even after resistance was felt. We could feel the bar was out, but it would not pop back in. Therefore, the decision was made to transfer the woman to another bed, which we brought in to facilitate the instrumental birth. The fault was examined after the bed was removed and a bar/spring was found to be out of place. Evidence of this was found by your hilrom representative.the affinity birthing bed is intended to be used as a birthing bed for women of childbearing age in¿an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the¿acute care labor and delivery market. It is not intended for use as a general hospital bed.¿ the device instructions for use note the following on the stow & go foot section: to remove 1. Adjust the foot section so that the top of the mattress is about waist high. 2. Pivot the foot supports laterally. 3. Fold up the sides of the foot section mattress. 4. Grasp the handles on the side of the foot section mattress and lift the mattress off the foot section. Or grasp the pull strap at the end of the mattress and pull the mattress away from the bed. 5. Put the mattress in an applicable location off the bed. 6. Grasp the foot section by the handle. 7. Raise the end of the foot section up. The foot section will start to slide down under the bed. 8. Lower the back edge of the foot section until it stops. 9. Push the foot section under the bed until it stops. Warning: to help prevent injury and/or equipment damage, obey these warnings: warning make sure the foot section is securely locked in place when you install the mattress. ¿ warning do not force the stow and go foot section into the stow position.inspection of the device by a hillrom technician found the mechanism that locks the foot section into the main frame when the mattress underside hook/wedge is engaged in the foot section could become stuck. A replacement foot section, which includes a new locking mechanism part number 161329, was ordered. The device components were re assembled and the locking and unlocking function of foot section were rechecked, all working as per normal if needed until replacement of foot section is completed.the customer confirmed there was no injury (to mother/baby) and a 5-minute delay in treatment to move the patient to another bed. It was confirmed that the device malfunctioned by the stow & go/foot section becoming stuck and unable to stow, therefore leading to a lack of access to the patient to conduct the instrumental birth. Hillrom is cautiously reporting this event due to the reported delay and potential for serious injury as a result of delay if the reported failure of the stow and go section became stuck during an urgent induction of labor with instrumental birth for fetal distress or during another emergent and/or critical procedure, were to recur.based on this information, no further action is required.¿